Event description:
It was reported that the lead was attempted but not used during the implant procedure. During placement, the tested thresholds were not within normal range after lead fixation. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.